Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however, this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that an alliance inflation syringe was used in an esophageal dilation procedure on (B)(6) 2015. According to the complaint, during the procedure, the balloon was inflated but the pressure on the gauge would not increase. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. That patient's condition after the procedure was reported to be stable.